Event description:
It was reported that the asymptomatic patient presented to the clinic with non-sustained lead noise. The egm strips showed ventricular oversensing which were reproduced in clinic with deep inspirations. The device was reprogrammed and remote monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.